Manufacturer narrative:
Other relevant device(s) are: product ID: 9735798. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the localizer was not connecting. The camera was working prior to the call, but after the cart was moved out of the way so the surgeon could perform a spin, the camera stopped tracking and would not connect. Prior to the call, a manufacturing representative (rep) reconnected the interconnect cable on both ends and checked the lemo connection prongs. The rep did not have tools at the time of the call, so any further troubleshooting was not possible. The doctor was contemplating inserting a final screw in the patient's spine but made a comment that it was a difficult screw to insert. Without navigation, the doctor decided not to attempt screw insertion, thus navigation was aborted. However, despite the surgeon choosing not to insert the last screw and that the decision was made by a medical professional as an acceptable outcome to the patient, there was no impact on patient health because of loss of navigation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot number p904175 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The s ystem then passed testing. Codes b01, c07, d02 are applicable to this analysis. Product ID 9735821 was returned for analysis and found that the positioning sensor unit (psu) failed an accuracy test. B01, c07, d02 are applicable to this analysis. Product ID 9735798 was returned for analysis and found that the poe was tested and found to not provide power when a camera was connected. Led stayed red. B01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.